Event description:
It was reported that the pcu had an error code 800.8000 and the customer is requesting bd to review the logs. There was no information on patient involvement.

Manufacturer narrative:
Omit : c20 no findings available, d15 cause not established. Additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the pcu had an error code 800.8000 and the customer is requesting bd to review the logs. There was no information on patient involvement.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.